Event description:
Physician used lds stapler 3-4 times before it stopped firing. A second lds stapler was opened and also quit firing after 3-4 times (staples). Both devices will be addressed in this report.